Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right hip revision procedure approximately eight (8) years post-implantation due to pain and metallosis. Operative report noted soft tissue reaction that created bowel problems. During the procedure, the modular head, acetabular cup and liner were removed and replaced. Patient's legal counsel reported that patient underwent a right hip revision procedure approximately eight (8) years post-implantation due to allegations of pain, metallosis, limited mobility, corrosion, friction wear, metal poisoning, metal debris and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent initial right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to pain and metallosis. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - unknown date in 2007.

Event description:
It was reported that patient underwent initial right total hip arthroplasty in 2007. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of pain and metallosis. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "metal on metal articulating surfaces have limited clinical history. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced remains undetermined. Because of the limited clinical and preclinical experience, the longterm biological effects of the particulate are unknown." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015-02293 / 2015-02387 / 2016-01721).

Event description:
It was reported that patient underwent a right hip revision procedure approximately eight (8) years post-implantation due to pain and metallosis. During the procedure, the modular head, acetabular cup and liner were removed and replaced. Additional information was received from patient's legal counsel alleging the revision procedure was due to pain, metallosis, limited mobility, corrosion, friction wear, metal debris and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." "Postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02293 & 02387).